Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: review of the alarm history revealed on post-delivery motor power supply fault alarm on (B)(6) 2018. The black box data revealed evidence of a sudden drop in voltage resulting ina low battery warning on (B)(6) 2018. On investigation, the pump powered on using the returned battery cap which was intact and within specifications. Electrical current draws were evaluated and determined to be within specifications. The pump was exercised for 24 hours without duplication of the alleged battery life issue. Unrelated to the original complaint, the battery compartment was noted to be cracked, allowing for moisture leakage into the battery compartment and additional leakage found inside the pump on the battery canister. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.